Event description:
Related manufacturer reference number: 2017865-2024-03606. It was reported that noise on atrial and right ventricular (rv) leads were noted. The rv lead noise was over-sensed. Both leads were explanted and replaced. The patient is recovering.